Manufacturer narrative:
D6: information unavailable. Based on the inquiry information received, the visual examination, and the fucntional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic nissen foundoplication thee er320 clip applier would not form clips when the surgeon was attempting to stop a bleeder. The clips were shooting out of the jaws. A second device was opened to complete the case. It was also reported the 1seal reducer cap was leaking. A second 1seal was opened to complete the case. There was no consequence to the pt.